Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 524mg/dl. The customer treated with a bolus. Customer indicated that their doctor has been contacted and their blood glucose value was 476 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer indicated that the pump programming was changed recently and was feeling sleepy. Troubleshooting found that the customer was becoming incoherent and called emergency services to have them dispatched to the customer's home.